Event description:
The physician was attempting to deliver one endeavor sprint drug-eluting stent to the first diagonal but encountered resistance at the lesion. When the physician removed the stent it was noted that the stent was deformed, there were no abnormalities noted during preparation of the device. The physician then finished the procedure successfully with another endeavor sprint stent. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 1st proximal stent segment were raised. The 1st four distal segments were slightly pinched with a number of struts partially raised.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology). A 90% stenosis, moderate tortuosity and little calcification. Inherent risk of procedure - (failure to deliver and stent deformation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology). A 90% stenosis, moderate tortuosity and little calcification. (B)(4).